Event description:
The customer reported that the unit shutdown on a patient. The customer confirmed that the unit was on a patient but there was no patient harm.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.